Event description:
An other health care professional reported that during intraocular lens (iol) implantation, as the second haptic was leaving the cartridge to enter the anterior chamber, it was torn by the injector. As a result, the iol was implanted but did not remain stable in the correct position, and had to be explanted during the same operation. The surgeon used another backup company lens. The surgeon had lot of inconvenience due to the difficulty in explanting the iol. The increased surgical time led to a post-operative period with more inflammatory reaction and corneal edema. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of root of haptic was scratched, optic was off center; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site and is not related to this complaint file. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).